Event description:
It was reported that noise and a fracture had been observed on the right ventricular lead. The patient had experienced dizziness and lightheadedness. The lead was explanted and replaced. The patient was in good condition post the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.